Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of coil wires. Fatigue fractures are very unlikely in that short timeframe after implantation without additional mechanical strain. It is assumed that the implant was exposed to significant mechanical stress during the surgical procedures and that additional loads e.g. Cyclic by chronic implant movement or manually by manipulating the processor or coil section, may have finally led to observed fractures. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
User had been seen in clinic because the bci602 had stopped working. The user has been re-implanted.

Event description:
User had been seen in clinic because the bci602 had stopped working.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.